Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged thus a repositioning procedure was performed. The helix was able to be retracted but then it was not possible to fixate the helix of this lead again. The helix was rotated thirty times but did to extend thus it was replaced. The lead will not be returned due to a preexisting infection. No additional adverse patient effects were reported.